Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient's battery was uncomfortable. It was determined that the ipg was originally placed right next to the spine. The patient underwent a revision procedure wherein the ipg was relocated and replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.